Event description:
It was reported that the device was removed for end of life. It was noted that there was normal battery depletion. It was noted that the reason for removal was malfunction.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb8020, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3487a, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
Additional information received reported the implantable neurostimulator (ins) never worked well and the patient wanted the system removed. It was noted the cause of the event was the ins, lead, and extension. It was further noted there were no abnormal impedance measurements. It was noted the ins and lead were removed on (B)(6) 2013. The reporter stated the patient had not used the ins for years. The reporter further stated the patient did not need the ins anymore and they wanted it removed. It was noted the patient was hospitalized due to the event and the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery was not in new condition. Analysis of the extension (s/n (B)(4)) found the connector on the distal end of the extension was twisted in the molded rubber. It was noted the extension connector pin was stretched for 0-3 port. It was further noted the connector sleeve moved and the #3 connector block twisted. Analysis of the extension (s/n (B)(4)) found the connector on the distal end of the extension was twisted in the molded rubber. It was noted the connector sleeve moved and the #7 connector block twisted. Analysis of lead (lot # lb8020) found the lead body was cut through and the product was segmented. Analysis of the anchor found the winged anchor was cut. Analysis of the lead (lot# unknown) found the lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.